Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the distal seal. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Event description:
During a paroxysmal supraventricular tachycardia procedure, blood leaked from the hemostasis valve. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient.